Event description:
It was reported that this pacemaker system exhibited a high, out-of-range right ventricular (rv) pacing lead impedance (pli) measurements measuring, 2013 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. It was noted the pli have been gradually rising. At implant, pli measured mid 400 range. Technical services discussed possible causes and provided programming options. The patient was evaluated in the clinic and there was no noise with isometrics. The device was re-programmed to a split configuration. At this time, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination of the lead noted calcification of body fluids on the lead tip. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Analysis determined that the impedance measurements and delivery of tachy therapy may have been impacted by the calcification of body fluids on the lead tip. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase.

Event description:
It was reported that this pacemaker system exhibited a high, out-of-range right ventricular (rv) pacing lead impedance (pli) measurements measuring, 2013 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. It was noted the pli have been gradually rising. At implant, pli measured mid 400 range. Technical services discussed possible causes and provided programming options. The patient was evaluated in the clinic and there was no noise with isometrics. The device was re-programmed to a split configuration. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that the right ventricular (rv) lead also exhibited high thresholds. Subsequently, the lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited a high, out-of-range right ventricular (rv) pacing lead impedance (pli) measurements measuring, 2013 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. It was noted the pli have been gradually rising. At implant, pli measured mid 400 range. Technical services discussed possible causes and provided programming options. The patient was evaluated in the clinic and there was no noise with isometrics. The device was re-programmed to a split configuration. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that the right ventricular (rv) lead also exhibited high thresholds. Subsequently, the lead was explanted and replaced successfully. No additional adverse patient effects were reported.